Event description:
Foreign distributor contacted dexcom technical support on (B)(6) 2014 to report on behalf of patient continuous glucose monitoring (cgm) inaccuracies compared to blood glucose meter on (B)(6) 2014. At the time of contact, foreign distributor did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).